Manufacturer narrative:
The customer reported that the heart rate is fluctuating on the bedside monitor (bsm). The nurses also reported that the heart rate would double. The customer was advised to check the leads, which they had already done. The monitor was also swapped out to see if that would fix the issue. Nk clinical applications specialist was requested to assist the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. No patient harm was reported.

Event description:
The customer reported that the heart rate is fluctuating on the bedside monitor (bsm). The nurses also reported that the heart rate would double.

Event description:
The customer reported that the heart rate is fluctuating on the bedside monitor (bsm). The nurses also reported that the heart rate would double.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated heart rate fluctuated and also doubled on this device. The issue was reported by the nursing staff to biomed. Customer had checked all leads, but the issue persisted. Customer used a 3-lead cable, model/serial number and manufacturer of the lead was not provided. The reported issue lasted approximately one minute. Additional information could not be obtained. Customer did not respond to subsequent attempts for additional information. Device settings were unknown. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was not sent to nk for evaluation. This device was put into service on 5/17/2008. Warranty expired on 5/17/2013. Service history shows no other service notifications for this device. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached). Due to insufficient information provided, the cause(s) and therefore the root cause of the reported issue could not be determined. Service history shows this is an isolated incident. Customer did not respond requests for more information. Investigation conclusion due to insufficient information provided, the cause(s) and therefore the root cause of the reported issue could not be determined. Service history shows this is an isolated incident. Customer did not respond requests for more information. Additional information: b4. Date of this report d4. Unique device identifier (UDI) # - updated to na e2-3. Initial reporter f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date unique identifier (UDI) number: pre-UDI requirement d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.